Event description:
It was reported that the patient underwent a secondary intervention approximately one month ago. The physician implanted a valiant 3434200 to resolve the proximal type I endoleak; however, the endoleak was still present at the end of the procedure. The patient will be monitored.

Manufacturer narrative:
(B)(4). Results, conclusion: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak).